Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >500 mg/dl with associated symptoms of large urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient had a change of the site/set and cartridge, received insulin bolus via insulin pump with no response in two hours and the received insulin bolus via syringe. The reporter stated that the patient had a recent growth spurt and increase of weight to (B)(6) lbs. The patient¿s parent adjusted the insulin for these recent changes; basal rate and bolus settings adjusted. The reporter alleges an inaccurate delivery issue with the pump. During troubleshooting by animas customer support, the basal delivery totals in the total daily dose matched the active program and the basal history matched the active basal program in the pump. The patient¿s health care provider reportedly made adjustments to the pump settings. Animas customer support determined the issue to be related to diabetes management and referred the patient to their health care provider for diabetes management; however, this complaint is being reported because the pump was replaced due to parent insistence; lost confidence in pump associated with an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: review of the black box data revealed the last delivered bolus was a 3.50 unit ezbg normal bolus on (B)(6) 2016 at 15:56. The last basal delivery was on (B)(6) 2016. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated.